Event description:
It was reported that the patient was experiencing an increase in seizure. No other relevant information has been received to date.

Manufacturer narrative:
H6. Adverse event problem codes; corrected information; initial MDR inadvertently omitted information known prior to submission.